Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump was not turning on and screen was still blank after replacing battery. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did not returned after insulin pump got restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case, a missing display window cover, a cracked case behind the insulin pump near the battery tube compartment, a pillowing keypad overlay and a serial number label fading. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. The insulin pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly noted. Moisture damage was also found on the motor and vibrator assembly noted. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The original electrical board 1 was cleaned and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. In conclusion, the insulin pump had a blank display due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.